Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatemnt of an abdominal aortic aneurysm. Aneurysm morphology is unknown and the iliac arteries were reported to be extremely tortuous and tight. There was difficulty inserting the bifurcated stent graft delivery system on the right side; therefore, it was removed and the guide wire was exchanted for a stiffer wire. The same delivery system was thenr einserted without the use of an introducer sheath and deployment was completed. During removal of the delivery system the pt's right external iliac artery was dissected. Two aneurx iliac extension stent grafts were implanted at the dissection location and that successfully resolved the dissection. No add'l clinical sequelae were reported.

Manufacturer narrative:
Evaluation - results: inherent risk of procedure (arterial trauma/dissection/perforation) pt's condition affected effectivness of device (tortuous and tight iliac arteries). Evaluation - device failure/lac of effectiveness related to pt condition (tortuous and tight iliac arteries).